Manufacturer narrative:
No pt info provided as no pt present. Part not returned by customer who continued to use the device. A medtronic rep was unable to duplicate the problem on site. The site has continued use of the vertek arm with no further issues reported.

Event description:
Hospital staff reported that the vertek arm was not locking tightly in place. Hospital opted not to replace the vertek arm. No pt was present.